Manufacturer narrative:
See MFR: 3012307300-2018-00161, 3012307300-2018-00162. Device investigation: one portex® blue line ultra® tracheostomy tube was received for analysis in used condition. The customer's reported problem was "a spontaneous cuff leak occurred, which was documented using the cuff pressure monitor". The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were found in the returned cuff. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A bubble was observed coming out of the cuff. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. Inflation test was audited on (B)(4) samples on the production line to verify that the inflation test was properly performed. No deflated cuffs were detected on the (B)(4) units tested. The failure mode was determined to be damaged/broke/broken. The root cause is unknown.

Manufacturer narrative:
Reporter provided potential occurrence dates of (B)(6) 2017 and (B)(6) 2018. Reporter provided partial part number of 100/860. (B)(6) this device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a portex® blue line ultra® tracheostomy tube experienced a spontaneous cuff leak after 15-18 days in use. The fault was documented using a cuff pressure monitor. A tracheostomy tube change was required. No permanent injury was reported.